Event description:
It has been reported to philips that the customer had insufficient storage space, which would prevent imaging. The device was in clinical use. No harm has been reported to philips. A philips remote service engineer (rse) instructed the customer to delete older patient data to restore disk space. The device was returned to working order after the remote service.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Rse instructed the customer to delete older patient data to restore disk space. After deleting old patient data, the device was returned to good working order. The codes were updated based on the investigation outcome.